Event description:
It was reported that a 67-year old caucasian female patient underwent breast prosthesis implantation surgery with two 800cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient underwent breast implant removal and replacement on (B)(6) 2022, initially for an unspecified reason. During the surgery, it was found that the right breast implant had ruptured. Subsequently, the implant was replaced with a 800cc mentor smooth round moderate plus profile saline (catalog: 3502800 lot: 9778110 sn: (B)(4). Both the right and left breast implant were returned and upon analysis of the left implant, it was found to be damaged as well. This medwatch form is for the left breast prosthesis. Deflation on the right breast implant has been reported under mrn: 1645337-2022-10952.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the sm mpps dv 800cc breast implant, measuring approximately 2.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).